Manufacturer narrative:
A third party service provider evaluated the device and was unable to duplicate the reported issue. The root cause was not established. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device was not recognizing pads when connected. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Event description:
The customer contacted stryker to report that their device was not recognizing pads when connected. Upon evaluation of the customer¿s device, stryker observed that the device had logged an event code in the memory which is related to a potential issue of the device to deliver energy. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Section b5 of initial medwatch report indicates: the customer contacted stryker to report that their device was not recognizing pads when connected. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event. Section b5 of initial medwatch report should indicate: the customer contacted stryker to report that their device was not recognizing pads when connected. Upon evaluation of the customer¿s device, stryker observed that the device had logged an event code in the memory which is related to a potential issue of the device to deliver energy. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event. Section h11 of initial medwatch report indicates: a third party service provider evaluated the device and was unable to duplicate the reported issue. The root cause was not established. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Section h11 of initial medwatch report should indicate: a third party service provider evaluated the device and the reported issue of therapy cable not recognized was able to be verified and was able to be duplicated. The root cause was traced to the therapy software. The device software was reinstalled. The service technician verified, but did not duplicate the a034 error code. The root cause was not established. The error codes were cleared and did not return. The device passed functional and performance testing and was returned to the customer. Section h6 device code grid of initial medwatch report indicates: device sensing problem. Section h6 device code grid of initial medwatch report should indicate: device sensing problem; defibrillation/stimulation problem. Section h6 results code grid of initial medwatch report indicates: no device problem found. Section h6 results code grid of initial medwatch report should indicate: software problem identified; operational problem identified. Section h6 conclusion code grid of initial medwatch report indicates: cause not established. Section h6 conclusion code grid of initial medwatch report should indicate: cause traced to software coding; cause not established.